Event description:
The healthcare professional reported that the pt's electrode array migrated out of the cochlea. This was confirmed by CT scan prior to explant surgery. During the explant surgery the surgeon discovered that the cochlea has ossified. Although the surgeon attempted to drill into a lumen he was unsuccessful and closed the skin flap. Three weeks later the pt was implanted in the contralateral ear. He is doing well with his new device. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.